Event description:
A consumer reports blurry vision since bilateral intraocular lens (iol) implant surgery two years ago. The implanting surgeon is not recommending a lens exchange at this time. There are two reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 01/16/2008 by mail and fax. A completed questionnaire was returned 01/21/2008. This report was mailed to FDA on: 02/01/2008.